Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to patient breach in aseptic technique during the pd exchange.

Event description:
On 18/mar/2025, through follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) was hospitalized for peritonitis on (B)(6) 2025. There were no reported allegations that the event was due to fresenius products. In an additional call, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with peritonitis characterized by abdominal pain. The patient had a pd culture obtained in the hospital. However, the pd nurse did not have the results available. It was stated that the patient is being treated with antibiotic therapy (details unknown) and continues pd therapy (details unknown). The patient remained in the hospital and is reportedly recovering from the event at the time follow-up was completed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to patient breach in aseptic technique during the pd exchange.

Event description:
On 18/mar/2025, through follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) was hospitalized for peritonitis on (B)(6) 2025. There were no reported allegations that the event was due to fresenius products. In an additional call, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with peritonitis characterized by abdominal pain. The patient had a pd culture obtained in the hospital. However, the pd nurse did not have the results available. It was stated that the patient is being treated with antibiotic therapy (details unknown) and continues pd therapy (details unknown). The patient remained in the hospital and is reportedly recovering from the event at the time follow-up was completed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to patient breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.